Event description:
As reporter by the user facility (translation of user facility): unintended bolus. The customer assume that an unintentional bolus could be given, when touching the drive head. MFR ref #9610825-2013-00426.